Manufacturer narrative:
Initial and final MDR 1875966. Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula bent on (B)(6) 2024 after 3 or more hours of insertion. Insertion site was abdomen. The glucose level was over 500mg/dl. Infusion set was not used for more than 72 hours. The patient was treated with correction via IV bolus. And there was a bleeding from one infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.